Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was used in during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. Post procedure, the sponge was found inside the scope which blocked the working channel. A water soluble lubricant was not placed on the biopsy cap prior to use. The sponge was successfully removed from the scope channel using a radial jaw. The procedure was completed with a different rx locking / biopsy cap. There were no patient complications reported as a result of this event.